Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It has been reported that readings were off by 50 to 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.